Event description:
It was reported that the pull ring cap on an unspecified line of the homechoice cassette detached. This occurred before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.